Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, and h11. Corrected fields: a2, a4, a5, a6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor scratches on the distal edge, cracks on the side of the video connector, light transmission failure, and communication error b30. Based on the results of the investigation, it is likely that the following led to the malfunction: a bent shaft was confirmed due to a bent outer tube. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had the whole shaft part damaged and bent severely. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.

Event description:
It was reported, that the rigid video scope had the whole shaft part damaged and bent severely. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.